Manufacturer narrative:
Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a patient with xen in the unknown eye had changes in the appearance of the device in the late post op period. The device remains implanted at this time.